Event description:
Implant date: 1992. Pt complained of pain. Post-operative x-rays indicate "rod is pushing on the back". Revision surgery in 1993 to shorten rod by partial removal of rod. Remaining implant not reported to have been explanted.